Event description:
The customer reported that the system shut off and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.